Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered; but a date not been decided upon yet.

Event description:
The user's hearing performance is affected.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet. This is a final report.

Event description:
The user's hearing performance was affected. Re-implantation was performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected.

Event description:
The user's hearing performance with the device was affected. Re-implantation was performed on (B)(6) 2020.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.